Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The investigation regarding the pressure transducer test failure during pre-use check has been finalized. The device pressure transducer was replaced and sent in for investigation. No device logs were provided to verify the error. Our investigation of the pressure transducer did not show any fault. The returned pressure transducer is working according specifications and has no visual defects. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).